Event description:
It was reported that this right atrial (ra) lead had dislodged approximately four months after implant. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a new ra lead. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead had dislodged approximately four months after implant. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a new ra lead. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.